Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and passed energy recognition, however, failed to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypo tube-cable junction. The internal hypo tube junction is within the main tube, near where the main tube meets the lower chassis. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the fenestrated bipolar forceps instrument's bipolar function was not working. The procedure was completed with no reported injury.